Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta gt valve was implanted in the patient. On an unknown date in (B)(6) 2024, the patient began to feel numbness in the heart and difficulty in breathing. The patient got examined in (B)(6) 2024 and it was found that the trifecta valce had become so narrowed that it was borderline non-functional. A triplex examination showed the valve had deteriorated to a great extent and it was determined that it would need to be replaced. A new surgery of replacing the trifecta with a mechanical valve was scheduled for beginning of 2025. However, because of difficulty with breathing and fainting episodes, it was decided the surgery to take place on (B)(6) 2024. It was found that more than a litter of fluid had accumulated in the lungs due to the fact that the trifecta had worn out to such an extent that was essentially non-functional. An unknown size mechanical valve was implanted. The patient was reported stable.

Manufacturer narrative:
An event of stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported stenosis could not be conclusively determined. The reported calcifications on valve could have contributed to the reported stenosis, however it could be confirmed as the valve was not received for examination. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta gt valve was implanted in the patient. On an unknown date in (B)(6) 2024, the patient began to feel numbness in the heart and difficulty in breathing. The patient got examined in (B)(6) 2024 and it was found that the trifecta valce had become so narrowed that it was borderline non-functional. A triplex examination showed the valve had deteriorated to a great extent and it was determined that it would need to be replaced. A new surgery of replacing the trifecta with a mechanical valve was scheduled for beginning of 2025. However, because of difficulty with breathing and fainting episodes, it was decided the surgery to take place on (B)(6) 2024. It was found that more than a litter of fluid had accumulated in the lungs due to the fact that the trifecta had worn out to such an extent that was essentially non-functional. An unknown size mechanical valve was implanted. The patient was reported stable.